Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she had high blood glucose of 505 mg/dl. Customer treated with a manual injection of 15 units. Troubleshooting was performed and the customer had a low reservoir alarm, low battery alarm, and a no delivery alarm in the alarm history. Customer stated that she has a rainbow on the insulin pump since it looks like she got moisture in the pump. Customer stated that she did not see any condensation. Customer stated that if she takes out the direct light, the pump is okay. Customer performed the high pressure test and passed. Customer stated that the cannula was bent and occluded. Customer was advised to do a complete set change. Customer was advised to try a new bottle of insulin. It was explained that blood at site and a bent cannula could have caused the high blood glucose.